Event description:
It was reported that the nurse noticed particulates in the drip chamber that looked like metal. No patient complications or injuries reported.

Manufacturer narrative:
Device has not been received for evaluation.